Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the device was inspected on site be a qualified technician. During evaluation, the qualified technician observed that the u9000 ultrafilter was blocked and leaking. To resolve the issue, the qualified technician replaced the u9000 ultrafilter. A self check, priming and simulated treatment was performed without finding any further fault. Based on past investigations, the most likely failure is due to a crack in the housing near the welding zone. The cause was design related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a u9000 ultrafilter, leakage was observed. The filter was replaced and no issues were noted. There was no patient injury or medical intervention associated with this event. No additional information is available.